Manufacturer narrative:
The system logs were reviewed and confirmed the reported issue. Non-recoverable error 86 occurred less than one hour after startup. System error 86 is generated when an out-of-range voltage value was read from the power distribution board. Error 824 also occurred after the customer restarted the system; however, this did not prevent the customer from continuing the procedure as a backup battery was not required. Error 86 prevented the customer from continuing the procedure. Isi has received the battery and apb associated to the complaint and completed device evaluation. For the battery, failure analysis investigation was able to replicate the reported issue. The battery voltages were measured and found to be lower than expected. The battery was then installed into the test system and failed at startup with error 802. For the apb, failure analysis investigation could not replicate the reported issue. The unit was installed into the test system. All tests passed. There was no trouble found. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted colostomy closure procedure, non-recoverable errors 17 and 802 occurred, which indicated an issue with the backup battery. The battery led lights were noted to be red. A technical support engineer (tse) was contacted for support. The customer confirmed that the power outlet was functional. The tse requested that the customer perform an emergency power off (epo) of the system and a work around for error 802. After doing so, the customer was able to override the fault and start the procedure. The tse informed the customer that they would have no backup battery on the patient side cart (psc). The surgeon accepted the risk and proceeded with the case. Later, the customer called back during the procedure to report that the non-recoverable error recurred. The tse reviewed the logs, which showed errors 86 and 824 pointing to the battery. The battery led lights were blinking red. The work around was performed three times without success. At the last power up, all of the battery led lights were off. The surgeon decided to convert to traditional laparoscopic surgery. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the traditional laparoscopic procedure was completed successfully with no adverse effect, harm, or outcome to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse noted that the battery capacity was low and that the auxiliary power board (apb) was not up-to-date; therefore, the fse replaced the battery and apb to resolve the reported issue. The apb controls the battery system in the psc. It contains the battery charger and the battery backup control which switches main system power when ac power fails.